Manufacturer narrative:
One pacing catheter with monoject limited volume syringe was returned for evaluation. Continuity testing was performed by connecting one lead to the electrode and the second lead wire to the corresponding electrode lead wire and flexing the catheter. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no shorts or intermittent conditions. The balloon was inflated using the returned syringe and the balloon would not maintain inflation. Leak testing was performed by submerging the catheter tip in water and inflating the balloon with air and observing for leakage. Leakage was observed from the proximal edge of the balloon next to the proximal windings. A close examination was performed under 10x magnification and what appeared to be a tear 0.005"across was observed. There was no visible damage observed on the catheter body. Examination of the pacing circuit during continuity test found no inconsistencies. Further testing was performed by submerging the catheter tip in water and allowing fluid to leak through the tear in the latex while the two electrode leads were connected to the fluke dvm. A short condition between the electrodes was observed as soon as water entered under the balloon. It appears that the tear in the balloon may have contributed to the inappropriate sensing experienced by the customer; however, there are no indications that this is related to a manufacturing defect. A device history record review was completed and documented that the device met all specifications upon distribution. It is not known if procedural factors may have contributed to the balloon tear. No actions will be taken at this time.

Event description:
It was reported that "when the catheter was connected to a pulse generator during use, the customer felt some kind of abnormality and replaced the generator. However, the problem was not solved and the catheter was replaced." The details of abnormality were not available with the initial report. Additional information was indicated that the problem was "undersensing" and that "the catheter was pacing even when the patient's own rates were observed". There were no patient complications reported.